Event description:
Healthcare professional (hcp) reported patient receiving continuous venovenous hemodialysis (cvvhd) on the baxter bm25 device. Hcp reported the replacement ultrafiltrate tubing overheated in the heater element of the bm14 ultrafiltrate monitor pump resulting in crystallized/precipitated fluid in the tubing that goes to the hemofilter. Healthcare professional stated the device did not alarm. Patient did not exhibit any adverse signs or symptoms and there was no patient injury as a result of this event. Hcp discontinued therapy on this device and reinitiated therapy on another bm25 unit. Blood flow rate was 175 ml/minute and dialysate flow rate was 3000 ml/minute.